Event description:
Chemotherapy infusion was ordered for 1078 ml / 46 hours. The pump was set at 23.4 ml / hour. The pump was checked at 6 hours and the IV bag contained approximately 700+ ml. At 7 hours, the IV bag contained only 200 ml. There was an over-infusion of approximately 500ml in one hour. During this one hour timeframe, the patient had unplugged the pump from the electrical outlet and walked with the pump to the bathroom. Bio-medical engineering checked the pump and found no malfunction. The manufacturer evaluated the pump and could not confirm nor reproduce the reported problem. ====================== manufacturer response for dual pump infusion pump, flo-gard 6301======================the manufacturer could not confirm or reproduce the reported failure.